Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to interrogate on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient condition was stable.

Manufacturer narrative:
The reported event of unable to interrogate with rf telemetry was confirmed. Based on the information provided, it was determined that the rf firmware was functioning appropriately on the implantable device. Review of logs showed that the radio frequency (rf) wands were not detected hence why no rf signa was noted. Electrical, longevity, and visual analysis was normal with no anomalies found.